Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer named the carb ratio setting incorrectly in the pump personal profiles and input carb ratio 1u:13g instead of 1u:15g. Customer's blood glucose was 161 mg/dl. Customer renamed the carb ratio and input the correct value to address the issue.